Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed.  Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief at the distribution node, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient had a damaged electrode belt.